Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead in segments was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, all of the conductors were stretched, the outer insulation had cosmetic metal ion oxidization, the inner insulation was torn, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device change-out, the right ventricular lead exhibited high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.